Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11may2020.

Event description:
It was reported that the ventilator was failing the battery test during performance verification testing (pvt). Reportedly, the unit would not power on without the battery connected. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se found the unit would not switch over to alternate current (ac) power when the unit was connected to the ac wall outlet. The se troubleshot the issue and determined that the power management board was not switching over. The se replaced the power management (pm) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.